Event description:
Adverse event(s): "60 percent of sight" (postoperative refraction, unexpected). Product problem(s): "scratch" (scratched material [iol (intraocular lens) implant]). A surgeon reported noting a scratch on an intraocular lens (iol) following implantation. The surgeon reported, the pt had 60 percent of her sight at an examination on the second postoperative day. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info has been requested. (B)(4).